Manufacturer narrative:
E1: facility name (B)(6). H3: neither samples nor pictures were received for the analysis of this complaint. No device history record was reviewed since lot number was not provided. Without the return of the used samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the complaint will be reopened for further investigation.

Event description:
It was reported that the cleo site never went to sleep and had to be replaced after 14 days of intense pain, reaching a 10/10 pain level for several days. Reporter also stated the subcutaneous site had 18 days of intense pain, the pump was not connecting anymore, and it was thought that the teeth/connection were not good. Per reporter, the dust cover could not be put on, so the patient switched back to the spare pump and was not able to attach the cassettes due to a device connection fit issue. An attempt was made again for the next cassette change, but it could not be twisted. No missed dose or interruption to therapy was reported. The patient described the experience as one of the most painful site changes they'd ever experienced. The patient ended up with a substantial scar and still experiences sensitivity from that first cleo site to this day. Per reporter, the catheter, which was inserted at a 90-degree angle, was less than optimal for the delivery of medication, as it caused much worse swelling and heat compared to other sites. Additionally, due to the 90-degree angle, there is no offset for swelling and pain from the entry point, unlike a competitor product. Patient states this makes it more difficult to treat the pain with creams, lidocaine patches, and ice, as the dressing and site are directly in the way. Patient states this is an issue with all cleo sites. The patient believes the issue is a design flaw, not a problem with a specific lot number.